Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machine was restarted, an attempt was made to recover the drawer, and the device was identified on the bus. A field service engineer successfully reseated the latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A field service engineer confirmed that there was a delay in dispensing medication to the patients.

Event description:
It reported that when using the pyxis medstation es system experienced device dosent detected on bus. A customer has reported that a user is unable to dispense medication due to a malfunction, which has resulted in a delay in patient care there were no adverse events or injuries reported based on this event.